Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which led to peritonitis manifested by cloudy effluent. The breach was further specified as a patient mistake. On the same day as the onset, the patient was hospitalized for peritonitis. On the same day, the patient was treated with inj. (Injection) meropenem (1 gram, once a day for 7 days, intraperitoneally) and inj. Vancomycin (1 gram, every fifth day for 7 days intraperitoneally) for peritonitis. Three days later, the patient was recovered from peritonitis and pd fluid got clear. On an unreported date, the patient had been retrained on aseptic technique. At the time of this report, the patient was still hospitalized and pd therapy was ongoing. No additional information is available.